Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The jaws of the reload locked on the patient's tissue. To correct the issue, the surgeon used the manual retraction tool to open the jaws. The knife blade was then retracted and the jaws were straightened. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Device evaluation post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the device had a full staple complement. The sutures were intact. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.